Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-09756. It was reported that the right ventricular and right atrial leads had dislodged due to twiddler's syndrome. It was noted that both leads exhibited poor electrical values. The leads were explanted and replaced. The patient was in stable condition.

Event description:
New information received notes that the poor electrical values were due to loss of capture.

Manufacturer narrative:
Analysis was normal. No anomalies were found.